Manufacturer narrative:
A supplemental MDR is being submitted due to sheath puncture. Through device evaluation of the returned product, it was discovered that the previously submitted event was determined to be a liner tear malfunction with no serious injury, therefore, the complaint is not FDA reportable. No further action is required.

Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr procedure of a 26 mm sapien 3 ultra resilia valve, upon withdrawal of the sheath, there was a hole near the base of the fully expanded part of the sheath. There were no problems when preparing the sheath. In addition to that, no significant resistance during insertion and/or removal of the sheath. Per the medical opinion, either there was a hole somewhere during the procedure, or there was a problem with the sheath itself. The device will be returned for evaluation. The sheath was single item instead of from a kit.

Manufacturer narrative:
The investigation is ongoing.